Event description:
Customer's mother stated that customer is not getting the full amount of insulin due to vial is leaking at transfer guard. Caller has reported customer's emergency room visit, due to diabetic ketoacidosis with a blood glucose level of 350 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference MFR report number :3004209178-2013-92701.